Manufacturer narrative:
Due to characterization limit event site name: (B)(6). Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes: when a cumulative shuttle gas gain loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when the iab inflation period is greater than or equal to 80 milliseconds and the deflation period is greater than or equal to 250 milliseconds.the alarm was likely caused by changes to intra-thoracic pressure caused by repositioning during a procedure. In cases with no confirmed presence of iabp issues loose catheter connections catheter occlusions restrictions the probable root cause of the alarms could be due to leaks in iab and or catheter occlusions restrictions.

Event description:
It was reported through a direct call from the customer to the emergency support program during use that the cardiosave intra aortic balloon pump(iabp) triggered a gas loss alarm. The esp had her perform troubleshooting. The nurse then performed a fill which resolved the gas loss alarm and resumed therapy. There was no patient harm and injury reported.